Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the infusion set cannula was bent. Customer's blood glucose level was 640 mg/dl. The customer was concerned he did not receive a no delivery alarm. The customer went to the emergency room on (B)(6) 2016 and got his blood glucose level down. He had abdominal pain, excessive thirst, and was peeing every 5 minutes. The customer treated his blood glucose level with an insulin pen. He experienced a hyperglycemic event. The customer got lab work done and an EKG. The customer was wearing the insulin pump at the time of hospitalization. The high pressure test passed. The device was not returned.